Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had a return of symptoms. They stated they recently had an unrelated surgery and rehab. They stated that during rehab they noticed that when they went to the bathroom their symptoms had returned like before they had the implant. They stated they had to wear a pad and it would all come out of the pad. They also mentioned they were taking imodium. They were told their surgery might affect bladder and/or bowel function. They asked if the stimulation could also affect bladder. They checked the therapy and confirmed it was off and set to program 3. They were under the impression that their granddaughter had turned the stimulation on following surgery, they were not fully sure why it was still off. They turned stimulation back on and increased it; confirming it was felt comfortably in the bicycle seat area. They were going to monitor for it turning off spontaneously. They were redirected to their healthcare provider to further address issues/concerns.